Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected out of range pacing impedances and a loss of capture with threshold testing on the right and left ventricular leads. Shock lead impedances were within range. There was inquiry of a possible setscrew issue. Technical services discussed possibilities and troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field however, nothing further as been received. A return request was made should the products be explanted. Information suggest these products remain in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
It was later reported that during a revision procedure it was discovered that one of the setscrews had not been screwed down. Once both setscrews were set in the header of pace/sense portion of the right ventricular lead, the impedance was normal and the system worked appropriately.

Event description:
--